Event description:
This rv lead was implanted on (B)(6) 2008 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that this lead had a low r-wave and oversensing. The physician was or. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).